Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time at middle of life. A guidant technical services (ts) consultant discussed that this observation is considered normal device operation, and provided the field with the product update describing this issue. To date, there have been no reported patient symptoms associated with this clinical observation. Boston scientific received subsequent information that this device displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.